Manufacturer narrative:
Additional patient information was received: the patient was not diagnosed with a cardiac event. The principal problem was nausea, hypertension, mechanical aortic valve replacement and a cerebrovascular accident in 2007. Volume overload was not secondary to chf. Chf was not listed as a diagnosis.

Manufacturer narrative:
The patient's last dose of aspirin was taken (B)(6) 2011. Other reagent/analyzer combinations related to this event are reported in medwatch reports with patient identifiers: (B)(6).

Manufacturer narrative:
Further investigation concluded the difference in recovery between the tnt-stat and tnt assays can most probably be explained by the presence of tnt auto-antibodies in the patient sample. In this case, the auto- antibodies led to falsely low tnt results using the tnt-stat application. The patient results that were generated were not reported outside the laboratory. No death or serious events occurred due to the results.

Event description:
This event involved one patient sample tested with both troponin t (tnt) and troponin t stat (tnt-stat) assays at two different hospitals. The customer did not know which results were correct. The customer at this site previously experienced questionable troponin t patient results and presently orders both tnt and tnt-stat assays for all troponin t requests. No specific details were provided regarding the previous issue. The patient sample was originally tested at this site on a cobas e411disk analyzer (serial number (B)(4)) and recovered: the tnt-stat result was 0.035 ng/ml and when repeated on the same analyzer, the tnt- stat result was 0.040 ng/ml.the tnt result was 0.072 ng/ml (accompanied by a data flag) and when repeated on the same analyzer, the tnt result was 0.071 ng/ml(accompanied by a data flag) the customer did not report out a result for the patient and sent the sample to a sister hospital for additional testing on a cobas e411disk analyzer (serial number (B)(4)), recovering the following: the tnt-stat result was 0.028 ng/ml and when repeated on the same analyzer, the tnt- stat result was 0.030 ng/ml (accompanied by a data flag).the tnt result was 0.068 ng/ml (accompanied by a data flag) and when repeated on the same analyzer, the tnt result was 0.070 ng/ml(accompanied by a data flag). The customer did not believe the results were erroneous or discrepant since the results were within the usual result ranges for each assay. According to the customer, erroneous results were not reported outside the laboratory and the patient was not adversely affected by the event. Upon evaluation of the analyzer, the field service representative could not duplicate the problem. He verified operation of the analyzer and ran performance tests that were acceptable.